Event description:
During a rhinoplasty procedure, this instrument would not cut. The instrument was found to be cracked at the pin in the jaw area. Another instrument was used to complete the procedure.